Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a procedure on (B)(6) 2010. According to the complainant, on (B)(6) 2011, the patient had 2 millimeter mesh exposure at the anterior midline. The patient was treated with an unknown medication. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.